Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a damaged battery set alarm was discovered and confirmed by baxter personnel in the pump's event history. The root cause was assigned to depleted main batteries. The main batteries were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a battery issue. During a review of the pump's event history by baxter (B)(4) personnel, the pump was found to have experienced a battery depleted alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.